Manufacturer narrative:
The insulin pump did not have a frozen screen or button error alarm. The time clock moved on the insulin pump. The device had unresponsive buttons due to moisture damage on the electronic assembly. The insulin pump had moisture damage on the motor and vibrator motor during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive after exposure to moisture. Button error troubleshooting was performed and confirmed that time is not advancing even after battery change. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.